Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged prostate cancer and dry eyes while using the device. The patient also alleged particles in the device tubing and chamber. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged particles in the tubing/chamber, prostate cancer and dry eyes. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an inspection: minor dust-like, fibrous, and other unknown contamination was observed on and around the iso port, left-side accessory doors, top enclosure, t the air inlet of the blower box, white residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and in the blower box interior, indicating potential water ingress. A light brown liquid stain was also present in the blower box bottom, a black contamination, consistent with keratin, at the air outlet of the blower box, hair-like fibrous contamination on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer is unable to address the patient's symptoms and confirms the presence of contamination and sound abatement form was observed. In this report, section h6 has been updated.